Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 5034-58, lead, implanted: (B)(6) 1996. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) and right atrial (ra) leads had a confirmed fracture and had high impedance. Per the physician, the fractures were due to a clavicular crush. The lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.